Event description:
This case was initially received via regulatory authority (reference number: mw5081399) on 04-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of endometrial ablation ("ablation") and cholecystectomy ("gallbladder removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acid reflux (oesophageal) and nausea. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced pelvic pain ("pain"). The patient was treated with surgery (ablation). At the time of the report, the endometrial ablation, cholecystectomy and pelvic pain outcome was unknown. The reporter considered cholecystectomy, endometrial ablation and pelvic pain to be related to essure. The reporter commented: an injury (intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. She has scheduled a day to get a colonoscopy and scope to find out if she has cronhn's disease and in pain all the time. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081399) on 04-dec-2018. The most recent information was received on 12-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of endometrial ablation ("ablation") and cholecystectomy ("gallbladder removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acid reflux (oesophageal) and nausea. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced pelvic pain ("pain"). The patient was treated with surgery (ablation). At the time of the report, the endometrial ablation, cholecystectomy and pelvic pain outcome was unknown. The reporter considered cholecystectomy, endometrial ablation and pelvic pain to be related to essure. The reporter commented: an injury (intervention required and serious important medical events) was mentioned but not specified and /or assigned to one of the events. She has scheduled a day to get a colonoscopy and scope to find out if she has cronhn's disease and in pain all the time. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.